Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a 18mm x 123mm wallflex partially covered esophageal stent was implanted in the esophagus during an esophagogastroduodenoscopy with stent placement procedure performed on (B)(6) 2016. According to the complainant, the stent was implanted to treat a malignant stricture. There were no reported issues during initial stent placement. According to the complainant, on (B)(6) 2016, the patient presented with bleeding. During an egd, the stent was noted to have migrated to the patient's stomach. The physician removed the stent using forceps and the bleeding stopped on its own. In the physician's opinion, the stent may have caused the bleeding as the proximal end of the stent was in the ge junction and the distal end was impacting the gastric wall. A 23mm x125mm wallfex partially covered esophageal stent was implanted on (B)(6) 2016. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.